Manufacturer narrative:
The pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments/partial display due to display anomaly. The pump was received with scratched case, serial number label peeling, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with flashing, white, or blank display screen. The blood glucose was 57 mg/dl at the time of the incident. The current blood glucose was 143 mg/dl. Customer declined troubleshooting of the blood glucose. Customer advised to replace and discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.